Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. All keypad buttons were responsive to user input. The keypad was removed and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of moisture corrosion was found near the keypad connector. The keypad button issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment had a leak with moisture in the battery cap and compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive. It was noted that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.